Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv lead) dislodged, displayed increased threshold measurements, and may have caused a perforation. The physician noticed there was tissue in the helix, so elected to implant a new rv lead instead of repositioning this rv lead. There were no additional adverse patient effects reported.